Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration and the force sensor assembly was found to be physically damaged.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly and an out of calibration force sensor. This report is being made based on the evaluation results.